Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al10017254 model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator (ins) experienced an infection at the ins pocket site after being initially implanted. The patient previously had a difference device, and they had a device swap to implant the new ins, using the same pocket. The patient was doing well post-implant and their incision looked like it was healing appropriately, per provider. Approximately two week later, the patient was prescribed antibiotics and had surgery to explant their ins and tined lead. The patient was healing well post-explant and plans to be reimplanted at a later date. The physician does not know what caused the infection. Per the physician there were no comorbidities that would have caused the infection. There were no additional patient complications.